Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter allegedly inflated in the middle of the shaft, as opposed to the tip. The catheter fell out of the patient after 5 minutes. A second unit was used for the patient.

Event description:
It was reported that the catheter allegedly inflated in the middle of the shaft, as opposed to the tip. The catheter fell out of the patient after 5 minutes. A second unit was used for the patient.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. A blister was observed on the irrigation lumen at the midpoint on the shaft. The device was inflated with 10ml of water. The force of the inflation liquid injected tore through thin lumen walls and burst out of the blister. Per specification, blisters are considered manufacturing defects. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol.' Correction: MFR site.